Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: death due to sepsis, infection, dislodgement, high thresholds, t-wave oversensing, undersensing, fracture, and damage during procedure. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: complications associated with revision of sprint fidelis leads: report from the canadian heart rhythm society device advisory committee. Circulation. Jun;121(22):2384-2387. If additional relevant information is received, a supplemental report will be submitted.